Manufacturer narrative:
Device is a combination product. (B)(4). Stent delivery system was returned for analysis. A visual examination of the stent found that distal stent struts were damaged and bunched in a proximal direction exposing the distal balloon wall. The undamaged proximal section of the crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage on the distal edge of the tip. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 04-oct-2017. It was reported that crossing difficulties were encountered. The 96% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. Following pre-dilatation with 20x20mm balloon, a 4.00 x 38mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10146. It was further reported that two 4.00 x 38 synergy¿ drug-eluting stents were used in the same patient at some point during the procedure.